Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a PICC inserted on (B)(6) 2025 in the left brachial vein. The PICC is trimmed to 52cm, external length of 11cm. Securacath used (4fr size). Unable to flush or aspirate line. Xray requested and kink noted. The patient was unharmed. A new PICC was required to be inserted. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. Compression of the catheter shaft was observed between the 8 cm and 10 cm depth markings. Two kink impressions were observed between the 13 cm and 15 cm depth markings. Microscopic inspection of the sample confirmed compression damage and permanent kink impressions. The catheter kinked preferentially at the kinks sites and throughout the compressed region during manual manipulation. The compression damage was consistent with use of a compression style catheter securement device, the use of which was also indicated in the event description. The kinking occurred 3-5 cm distal of the compression damage suggesting the kinking was likely near the insertion site. Insertion angle/technique may have contributed to kink formation. Additionally, the securement damage location indicated that several centimeters of catheter remained outside of the patient following catheter insertion, which may also contribute to kinking of the indwelling catheter shaft.